Manufacturer narrative:
The investigation determined that a discordant reactive vitros anti- sars-cov-2 total (cov2tot) result was obtained from a patient sample processed using vitros cov2tot reagent lot 0024 on a vitros 5600 integrated system. The investigation was unable to determine the assignable cause of the event with the information provided. The only information provided was that the reactive vitros result and negative results obtained from two non-vitros methods were obtained from the same sample. In addition, the vitros cov2igg result was negative on the same sample. It is possible to have a reactive cov2tot and a non-reactive cov2igg if it is early in the covid-19 infection and igg antibody is not at a detectable level yet. It was unknown if the patient had been previously infected, was recently exposed or was asymptomatic. It was also unknown if the patient had polymerase chain reaction (pcr) testing performed. Therefore, no definitive conclusions can be made regarding the vitros results or the non-vitros results as the expected results. A false positive anti-sars-cov-2 total antibody test result may indicate a recovery from past infection and immunity and could potentially put the person into a higher risk for future infection due to a false assurance of immunity. No quality control results were provided and therefore, it cannot be confirmed that the vitros cov2tot lot 0024 was performing as expected on the day of the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with the vitros cov2tot lot 0024. There was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the event.

Event description:
A customer contacted the ortho technical solutions centre (tsc) to report a discordant reactive vitros anti- sars-cov-2 total (cov2tot) result obtained from a single patient sample processed using the vitros 5600 integrated system. Vitros cov2tot = 17.2 s/c (reactive) versus expected non-reactive / negative. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros cov2tot result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).